Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter membrane in the injection port broke and saline leaked from it during the flush. The following information was provided by the initial reporter: "when flushing the vps with saline after inserting the vps in the vein, the membrane in the injection-port with cap breaks and the saline flushes out through the injection-port."

Manufacturer narrative:
H6: investigation summary. There was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A device history record review found no non-conformances associated with this issue during production of this batch. Bd is aware of this issue and is in the process of implementing corrective actions to improve the customer and patient experience. CAPA 1379444 has been initiated. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter membrane in the injection port broke and saline leaked from it during the flush. The following information was provided by the initial reporter: "when flushing the vps with saline after inserting the vps in the vein, the membrane in the injection-port with cap breaks and the saline flushes out through the injection-port".